Event description:
Complainant stated that one of his patients was taken back to the operating room for bleeding. Tah-t was in use. Subsequently, the patient was doing well in the step-down unit but expired a few days later due to a brain aneurism apparently unrelated to the device.